Manufacturer narrative:
On 10/23/2020, the product investigation was completed as the complaint device was not returned. It was reported that before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient, the gasket in the hub was loose and was leaning to one side and was unable to advance the dilator. The hemostasis valve became detached from the sheath, it did not break into pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The case continued. There was no report of patient consequence nor extended hospitalization. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Originally it was reported in the 3500a initial that the biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 that the catheter was returned in the condition reported as the hemostatic valve was dislodged. During the biosense webster, inc. Product analysis lab evaluation on (B)(6) 2020, it was noted that the wrong product (lot number) was received. An investigation was performed; however, no clarification was received. Therefore, since we were unable to determine if this device belongs to this complaint or if there was currently another existing manufacturer reference number for this device, we have made the decision to create a manufacturer reference number under (B)(4) (medwatch report number: 2029046-2020-01227) to conservatively report this returned catheter condition. Therefore, a correction is needed to the 3500a initial as the device was not received. ¿d10. Device available for evaluation?¿ populated as yes and should have been no. ¿d10. Date device returned to manufacturer¿ and ¿d10. Is device returned to manufacturer?¿ should have been blank. ¿h6. Method codes¿, ¿h6.result codes¿ and ¿h6. Conclusion codes¿ have been processed accordingly. The photograph investigation was completed. It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient, the gasket in the hub was loose and was leaning to one side and was unable to advance the dilator. The hemostasis valve became detached from the sheath, it did not break into pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The case continued. There was no report of patient consequence nor extended hospitalization. According to the pictures provided by the customer, the hemostatic valve was observed folded inside the hub. A device history record review was performed for the finished, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on august 12, 2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient, the gasket in the hub was loose and was leaning to one side and was unable to advance the dilator. The hemostasis valve became detached from the sheath, it did not break into pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The case continued. There was no report of patient consequence nor extended hospitalization. The issue was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on august 13, 2020 that the catheter was returned in the condition reported as the hemostatic valve was dislodged. This issue remains assessed as a MDR reportable issue.